Event description:
Patient was sitting in chair and fell forward hitting head. Medics took patient to emergency room. Depressed respiration, bleeding ulcer, heart attack. Patient intubated. Physician stated this machine will kill you. You are able to give yourself too much. Device has been emptied, but not explanted to date.